Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. The customer refused further service from the manufacturer and repaired the cable themselves. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had a power cable issue. Additional information was received from the field service engineer confirming that the system was not booting up. No patient serious injury or death was reported related to this event.